Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 59 mg/dl. The customer stated that she was connected to the infusion set during the manual prime. The customer stated that she has bipolar disorder, and is unable to continue using the insulin pump. The customer stated that she would be returning it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.